Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device alarm keeps going off-suspect faulty system and cpu board. The device's system and cpu board needs to be replaced to address the issue. No repairs performed. The device scrapped.